Event description:
The handheld computer and the software flashcard were received by the manufacturer on 04/17/2015. Analysis of the handheld confirmed that the device was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified. Analysis of the software flashcard found no anomalies. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's handheld was freezing at the alignment screen. It was reported that tapping the cross at the center of the screen does not work. It was reported that this was attempted approximately 15 times. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.